Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: failure to deploy needles. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, "it was not possible to capture all of the needles." The device was removed and hemostasis was achieved using a second prostar xl. There were no reported adverse patient sequelae. No additional information was provided.